Event description:
Site was having difficulties registering their patient with medtronic navigation's fusion system. Upon successful registration, they noted a 3-4 mm inaccuracy. Site aborted use of the system and patient was not harmed.